Manufacturer narrative:
Upon completion of the investigation, a f/u report will be filed.

Event description:
Customer reports that: "valve was broken/damaged and had to be replaced with a new codman valve. Pt is okay."